Event description:
The treating physician reached out to the cook sales rep asking if type 3 endoleaks are common in zfen. He had a patient that presented with rupture and passed. The sales rep was able to obtain the images, and observed that in a scan from july the distal and proximal components were nearly separated, though there was no endoleak present at the time.